Event description:
It was reported that devices separated and remained inside the patient, requiring surgery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire drive and a 1.50mm rotapro were selected for a percutaneous coronary intervention. A stall was displayed and the burr was stuck in the lesion. When the rotapro burr was attempted to be removed, the rotawire was separated and only part of the rotawire and part of the rotapro burr was removed, with fragments left in the patient. Recovery of the burr was attempted, but not successful. Surgery was performed to remove the separated fragments. No further patient complications were reported.

Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
It was reported that devices separated and remained inside the patient, requiring surgery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire drive and a 1.50mm rotapro were selected for a percutaneous coronary intervention. A stall was displayed and the burr was stuck in the lesion. When the rotapro burr was attempted to be removed, the rotawire was separated and only part of the rotawire and part of the rotapro burr was removed, with fragments left in the patient. Recovery of the burr was attempted, but not successful. Surgery was performed to remove the separated fragments. No further patient complications were reported. It was further reported that the curve of the vessels were very strong. It was noted that if used in such a situation, there is a possibility that the shaft could be twisted off due to gap between the rotational speed of the burr and the rotational speed of the turbine inside the advancer. The damaged fragment was successfully removed from the patient. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr was detached from the coil and that the coil was kinked, stretched, broken, and partially separated at the point of detachment from the burr. Product analysis confirmed the reported fractured rotawire and detached burr, as the burr and a portion of the rotawire were received detached from the remainder of the device. The reported kink was able to be confirmed as the coil was kinked, stretched, broken, and partially separated. The reported stall was able to be confirmed as the device stalled and would not run. Destructive testing was unable to conclude the exact reason for the device stall. The reported difficulty removing the device, the device becoming stuck in the lesion, and surgical intervention required to remove the device were not able to be confirmed, as clinical circumstances were not able to be replicated.